Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: november 18, 2020 - november 19, 2020. H10: the device was received for evaluation. Visual inspection along with magnification verified a floating white crescent moon shaped particle matter approximately 0.25 inches in length. The fill port cap was removed and no defect was observed of the connector/cap area. Further, the particle was examined stereoscopically which was found to be 6.6 mm long and of acrylonitrile butadiene styrene (abs) material. The reported condition was verified. The cause of the condition could not be determined; however, the possible cause is inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.